Manufacturer narrative:
The device has been returned but the device evaluation is not yet completed. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available.

Event description:
As reported by the customer for this event, after reprocessing the device, when tested for the presence of bacteria, the device tested positive for the presence of bacteria. There is no patient involvement and no harm reported to any patient. The intended procedure was completed with another device with no delay.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. There is no occurrence of cross-infection for this event. Customer provided information of their reprocessing steps. Implementation of bedside cleaning, water tank cleaning, and leakage test is performed as is required. Automatic endoscopy reprocessor (aer) information: a shunyuan aer is used for reprocessing. Model number is not known. Alcohol perfusion is performed after disinfection. Last reprocessing of the device was performed on may 16, 2022. Date of last disinfection of water supply line and last change of water filter for the aer is not known. Manual reprocessing: detergent used for manual cleaning is xinhua and disinfectant is (B)(6) (stock solution). Steps of implementation for liquid delivery for each channel, appropriate use of adapters, alcohol spray, and implementation of external surface and tip cleaning, is performed as required.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. The reported event was not confirmed as the scope was not microbiologically tested by olympus. The user's culture test results were not provided. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because attempts to obtain additional information were unsuccessful, a root cause could not be determined. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.